Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that in the nicu IV, a dressing change had been performed at 1230. At 1525, a small puddle of tpn was on the floor. The tubing was traced and noted to have a leak in the middle. The tpn was discontinued at this time since it was originally going to be discontinued at 1600 and tko was started. There was no patient harm.

Event description:
The customer reported that in the nicu IV, a dressing change had been performed at 1230. At 1525, a small puddle of tpn was on the floor. The tubing was traced and noted to have a leak in the middle. The tpn was discontinued at this time since it was originally going to be discontinued at 1600 and tko was started. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Infant. The customer¿s report of a leak in the middle of tubing was confirmed. Visual inspection of the set noted a 0.06 inch cut in the vinyl tubing 22.5" below the lower fitment component with the damage marked between marker markings. There were no other anomalies observed. Functional testing replicated a leak in the same location. The cause of the leak was due to an observed cut in the tubing. The root cause of the observed damage was not identified.

Event description:
The customer reported that in the nicu IV, a dressing change had been performed at 1230. At 1525, a small puddle of tpn was on the floor. The tubing was traced and noted to have a leak in the middle of the primary tubing. The tpn was discontinued at this time since it was originally going to be discontinued at 1600 and a tko infusion was started. There was no patient harm.